Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out, externalized conductors were observed via fluoroscopy. The lead remains implanted. The patient will continue to be monitored

Event description:
New information received indicated that episodes of non-sustained ventricular oversensing due to noise were observed on the lead. Patient was asymptomatic. The lead was successfully explanted and replaced. There were no complications.